Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) earlier than expected due to high right ventricular (rv) lead thresholds and resulting high device outputs. It was noted that the patient had been lost to follow up since the ipg was implanted. The ipg was explanted and replaced. Due to the patient¿s age, the physician elected to reprogram the parameters on the lead and it remains in use. No patient complications have been reported as a result of this event.